Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient having three cats in the room while performing peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by stomach pain and the patient was hospitalized the same day for the reported event. On the same day, the patient began treatment for the peritonitis that included intraperitoneal (ip) vancomycin (dose and frequency not reported) and ip fortaz (dose and frequency not reported). Sometime after the hospitalization, the vancomycin treatment was discontinued. Four days after the hospitalization, the patient was discharged and the patient began treatment with oral levoquin (dose and frequency not reported). The treatment for peritonitis was continued at home with the levoquin for 2 weeks and fortaz for 7 days. The patient has been retrained on proper technique and therapy steps and to not have pets in the room while performing therapy. The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.